Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6)2015. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device transmitter was not returned for evaluation, however, the receiver ((B)(4)) was returned for evaluation on ((B)(4) 2015). The receiver was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. Therefore, the reported event of intermittent out of range was confirmed.